Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) with the implant in the sheath was returned and the reported kink was confirmed. The device was visually and microscopically examined. Inspection found a kink in the sheath 6cm proximal of the tip. Microscopic examination showed that the tip had damage consisting of flared tri-cuts, and there were abrasions within the sheath tip. The implant also had anchor damage. The observed tip and anchor damage was consistent with deploying the implant and then re-capturing past the anchors and re-deploying in the anatomy. There was no other damage or defect found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and had to be recaptured. After the closure device was fully recaptured and removed from the patient, it was noted that the external sheath of the wds was cracked. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.

Event description:
It was reported that the device was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and had to be recaptured. After the closure device was fully recaptured and removed from the patient, it was noted that the external sheath of the wds was cracked. The procedure was then completed with a new wds. There were no patient complications or consequences as a result of this event.